Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. Crimping was performed according to IFU. During procedure, it was difficult to place the 14fr esheath. By using different wires (super stiff and lunderquist), it was possible to place the esheath after a few tries. After that, there were very high push forces while inserting and pushing the commander system through the esheath. After passing the sheath, it was recognized that one stent strut was sticking out. The sheath was ripped for 2/3, and the delivery system and the valve tore the liner and went out of the esheath through the side. It was decided to remove system with esheath through surgery as prevention and use a new 16fr esheath, delivery system, and valve. Implant went successfully. Patient is doing fine. Pre-decontamination evaluation of the returned esheath showed that the liner was torn in approximately 9cm at 11cm from the distal tip. Two strands were visible in the liner. One strand was located at 20cm from the distal tip and measured 4cm in length. The other strand was located at 15cm from the distal tip and measured 2cm in length.

Manufacturer narrative:
H10: added h6 type of investigation and investigation findings corrected h6 component code and investigation conclusions the esheath was visually inspected upon return and the following was observed: kink on sheath shaft likely due to packaging. Delivery system was exposed through the sheath torn liner. Liner torn located approximately 11cm from distal tip with a length of 9cm. Two liner strands observed. Hdpe damage noted along liner tear. Distal tip was opened as designed. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. All measurements met specification. A review of imagery was performed, and the following was observed: bent valve strut was observed while inside the sheath. There was non-coaxial alignment between the delivery system with crimped valve and sheath. The access vessel appears to have a tortuous bend. The complaints for liner tear, liner strand, and difficulty advancing through sheath were confirmed. However, the complaint for difficulty introducing sheath was unable to be confirmed without the returned device or procedural imagery. Inspection of the returned device showed no indication of a manufacturing non-conformance. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. A complaint history review on confirmed device complaints (returned and no product returned) from april 2021 to march 2022 for the esheath introducer set (all models and sizes) revealed additional similar complaints for liner tear and liner strand. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "very high push forces while inserting and pushing the commander system through the esheath; after passing the sheath the implanter recognized that one stent strut was sticking out". Returned device imagery shows the delivery system and valve stuck inside the sheath. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Per the imagery provided, the access vessel appeared to have a tortuous bend. The presence of tortuosity can create a challenging pathway during delivery system insertion through the sheath, as it can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen through suboptimal angles. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Per evaluation of returned device, the sheath liner was torn and there were two liner strands along the tear. As tortuosity was present and subjected the devices to non-coaxial alignment, the crimped valve likely caught onto the liner as it passed through the sheath, tearing it. As resistance was experienced, it is likely that excessive device manipulation may have been applied to overcome it, which may have further led to the liner tear and strands. As such, available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial interaction, valve caught on liner, excessive manipulation) may have contributed to the complaint events. As reported, "implanter has difficulties to place 14 fr sheath; by using different wires (super stiff and lunderquist) it was possible to place the esheath after a few tries". Per the IFU/training manual "access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. Note: 14f- minimum vessel diameter greater than or equal to 5.5mm". Per the imagery provided, the access vessel appeared to have a tortuous bend. Tortuosity can subject the sheath to suboptimal angles, which can increase friction between the sheath and the patient's access vessel leading to difficulty during sheath insertion. Available information suggests that patient factors (tortuosity) may have contributed to the complaint event.